Event description:
It was reported the patient received inappropriate shocks due to oversensing. A lead fracture was suspected. The lead impedance varied from 400 ohms to 600 ohms. It was also reported that a hematoma occurred during lead replacement operation. Pericardium tamponade was also suspected but was ruled out after opening the thorax. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.